Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Olympus technician checked the scope, cleaned and got the scope working. The connection socket was damp or dirty which triggered the error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use the evis exera iii xenon light source had a (b30) communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, phenomenon occurred because a foreign object was attached to the scope connectors. The connection socket may have been moist or dirty, causing an error based on service findings. It was stated that b30 is a scope communication error and it occurs when there is a foreign object in the electrical contact or communication between the cv and the scope is not possible. The instruction manual for the cv-190 was checked and it identifies the following related verbiage which could have prevented the phenomenon: ¿9.2 troubleshooting guide. Code: b30. Error message: scope communication err (b30). Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source./stop using the endoscope and contact olympus.¿ olympus will continue to monitor field performance for this device.